Event description:
Cpi received info that this implantable cardiac defibrillator had recorded episodes that indicated possible oversensing. Insulation break both rate leads had been repaired once before. Unk where this lead damage was located. All leads were capped and new system was implanted. Bot rs leads had insulation breaks. The original breaks were a short distance from the connector. The new breaks were more distal than that. Both breaks were in the coil.